Manufacturer narrative:
Bent release crossbar.

Event description:
It was reported by svc report that the head section red retractable bar was missing causing the head section to not lock in the upright position. No pt involvement or adverse consequences are reported.